Event description:
The pt was undergoing an rf ablation for a right- sided atrial tachycardia. The catheter used was a 10mm, blazer xp. Parameters for the rf generator were set at 100watts, 70 deg., 2 mins duration. During ablation, the pt complained of back pain. She was then given more sedation for the pain. The case required approx 20 lesions to the right atrium for successful termination of the arrhythmia. After the case, the lab staff and dr. Noticed a superficial burn on the pt's back. The pt was treated and released in 2006.

Manufacturer narrative:
Device analysis is pending arrival. Currently pending release by hosp risk mgmt. Info interviewing has been delayed pending completion of hosp risk mgmt investigatiion. Catheter and ground patches were disposed following procedure and are not available for analysis. Conclusion: nothing unusual has been identified: root cause has not been determined.